Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube spasm ("tubal spasm or blockage on patient's right side") and complication of device insertion ("left side essure device was removed") in a (B)(6) year-old female patient who had essure (batch no. He01347) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm and complication of device insertion. On (B)(6) 2017, the fallopian tube spasm and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and fallopian tube spasm with essure. The reporter commented: left side device was removed on (B)(6) 2017 and patient chose alternative birth control. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2018: quality-safety evaluation of ptc. Entry of FDA codes, expiration date, MFR date and addition of ptc global number reference. After internal review, as no serious injury was reported, this case was downgraded to other event. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of complication of device insertion ("left side essure device was removed") in a (B)(6) female patient who had essure (batch no. He01347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced complication of device insertion (seriousness criteria medically significant and intervention required) and fallopian tube spasm ("tubal spasm or blockage on patient's right side"). At the time of the report, the complication of device insertion and fallopian tube spasm outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube spasm with essure. The reporter commented: left side device was removed on (B)(6) 2017 and patient chose alternative birth control. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.